Event description:
It was reported that the catheter was in use for approx. 24 hours, when removal was attempted. The catheter separated during removal and 4-5cm remained just under the pt's skin. The pt was discharged with the piece of catheter left in place. There were no add'l complications.